Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the ports were placed when issue was identified. A self-test of the system was completed; however, was not able to output with ft10. The procedure was continued by resetting the output of vio dv.

Manufacturer narrative:
The reported issue was resolved though phone support. It was stated that reported issue was not reproduced. Although the reported issue could not be confirmed, the high-frequency noise from the external scalpel may have caused the dv output setting to be set to 0. The field service engineer (fse) advised to reset the effect setting when the issue occurred. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the vision system (vs) could not use the external generator (ft10) during procedure. The procedure was completed with no reported injury.